Manufacturer narrative:
The returned device did not have any damage to the soft cannula. No abnormalities or deficiencies were found with the device during the investigation that could cause high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient is using a continuous glucose monitor (dexcom) which read "high" exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. In the window patient noticed the cannula literally cramped and when removed from the infusion site (upper thigh towards the butt), the pod's cannula was found bent. As treatment, patient gave a manual injection and a new pod was applied.